Event description:
It was reported the pt no longer had stimulation, and the external devices would not communicate with the ipg. The sjm rep confirmed the communication issue. Follow up identified the physician was to undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.